Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: yellow shadow on image, and the leak test was failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connector was cracked; for the finding of yellow shadow on the image, it was due to a fault on the charged coupled device; and for the leak test, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had electrical issues and an error message. The problem was identified during reprocessing, and there was no patient involvement.